Event description:
It was reported that the right atrial (ra) lead was undersensing. There was a question whether ventricular rate stabilization would work to regularize the rate instead of repositioning or replacing the lead. The ra lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) implantable biv defibrillator 2011 (B)(6); 6944-65 implantable defib lead 2005 (B)(6); 419488 implantable pacing lead 2011 (B)(6). (B)(4).